Manufacturer narrative:
Injury was caused by user error. Reinstructed patient of proper use of device.

Event description:
In 2009 - patient's wife contacted emc customer service to advise that husband (patient) " was driving across street and went up the driveway from the street and unit turned over on him" called ambulance, and was taken to emergency room, they performed cat scan, dressed wound on his right arm. Cat scan revealed patient had broken right hip bone. Transported to another hospital and was admitted. At about one week later, as part of investigation emc contacted wife and determined unit is in good working order. Wife " believes patient may have drove up driveway at an angle". This would be considered user error and not a unit malfunction.